Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing concluded that the lead tip and helix appeared to be intact and undamaged, however blood clogging in helix mechanism was likely the root cause of helix mechanism difficulty.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was noted to have dislodged via a chest x ray after the patient reported not feeling well. A procedure was performed to reposition the lead, however inability to retract the helix prevented this. The lead was explanted and replaced. No adverse other than the additional procedure were reported.

Event description:
--